Manufacturer narrative:
Addendum to the previous information. This supplement emdr is being sent to provide the expiration date and manufacture date for the ventralex mesh. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it is alleged the patient experienced hernia recurrence, pain and infection. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of an incarcerated supraumbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2017 - the patient underwent an additional revision surgery to repair the hernia defect and remove the infected ventralex mesh. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it is alleged the patient experienced hernia recurrence, pain and infection. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regard to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 4 months post implant of ventralex mesh, patient was diagnosed with infection, adhesions, abscess, purulent discharge, inflammation and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions and inflammation as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of an incarcerated supraumbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an additional revision surgery to repair the hernia defect and remove the infected ventralex mesh. The attorney alleges the paitent has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2015: patient was diagnosed with incarcerated supraumbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac containing incarcerated omentum was identified and reduced. The fascial defect found was repaired using a ventralex mesh, which was placed into the peritoneal space and secured circumferentially using sutures.¿ (B)(6) 2017: patient was diagnosed with infection and recurrent umbilical hernia thereby underwent laparoscopic lysis of adhesions and open repair with the explant of ventralex mesh. Per operative notes, ¿few omental adhesions were taken down. The ventralex mesh was removed with the attached portions of hernia sac. A subcutaneous abscess was found during the dissection. The apex of the umbilicus found to be friable was excised. There was a tremendous amount of chronic inflammation present at the fascia level. No mesh was placed due to the contaminated environment and the wound was irrigated.¿ attorney alleged that the patient had abscess, adhesions, infection, pain, scarring, hernia recurrence and emotional injuries. It was also alleged that the patient underwent removal of belly button and wound drainage.